Event description:
It was reported that eight months after implantation, the nurse experienced abnormal pressure when injecting medication into port. There was swelling around the insertion due to injecttion difficulty. As a result, the device was surgically removed. No pt complications were reported.

Event description:
Eight months after implantation, the nurse experienced abnormal pressure when injecting medication into port. There was swelling around the insertion due to injection difficulty. As a result, the device was surgically removed. No pt complications were reported.